Event description:
Boston scientific crm received information that this right atrial (ra) lead fractured due to subclavian crush. Technical services discussed programming options with the local field representative (fr). Additional information from the fr indicates that the physician elected to leave the lead in place and program the device to pace/sense in the ventricles only. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.